Event description:
The pt experienced a shocking or jolting sensation and then stopped feeling stimulation sensation on his left body side. There was no known incident or accident related to the complaint. He felt no stimulation using program 2; stimulation was normal using program 1. The pt was in contact with a physician to manage the problem. Additional info has been requested. A follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
(B) (4).